Event description:
It was reported that the customer received button error and motor error alarms on the insulin pump. The customer's blood glucose was 141 mg/dl. Customer also stated he had received a no delivery alarm. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. The customer stated he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump passed prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests. No motor error alarms or excessive no delivery alarms noted. Motor tested ok. All buttons functioned properly. No button error alarms noted. However, the insulin pump had moisture damage on keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.